Event description:
It was reported that the device failed to detect a patient connection and displayed the "connect electrodes" message. Responders checked the quik-combo electrode connections and switched to a second defibrillator but the issue persisted. The electrodes were replaced and the device recognized and the patient connection to provide treatment. There were no adverse effects to the patient reported as a result of the event. There were no further details on the event and/or patient provided.

Manufacturer narrative:
(B) (4): physio-control is anticipating the failed electrodes return to the mfg facility, and will submit a supplemental report on the event to the FDA as provided by 21 cfr 803.56.